Event description:
Complainant alleged that medics responded to a call for a pt with cerebral palsy, in cardiac arrest. Due to the pt's size, pediatric pads were applied and the device displayed a "poor pad contact" message. The electrode pads were removed and re-applied and the device displayed a "poor pad contact" message. The pt's heart rhythm was successfully monitored via 3-lead ECG pads and was determined to be a non-shockable heart rhythm. CPR was administered to the pt who was then transferred to a local hosp. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Subsequent testing of the device by the customer facility was unable to duplicate the reported malfunction. Complainant indicated that the pediatric electrode pads were later discarded.